Event description:
The hcp reported a critical pump alarm was heard that was confirmed by telemetry. The alarm was due to zero ml reservoir volume reached. It was reported that the patient had been a little more agitated. On (B)(6) 2013 the patient¿s hcp interrogated the pump and found an alarm occurring. On (B)(6) 2013 the low reservoir alarm occurred and on (B)(6) 2013 the empty reservoir alarm occurred. The patient¿s hcp had a printout from the last refill on (B)(6) 2013, which showed baclofen 2000 mcg/ml at 651mcg/day and a refill date of (B)(6) 2013, a 116.9 days refill interval. The hcp checked the current pump settings, the pump was last updated (B)(6) 2013, and the daily dose was currently set at 849mcg/day. This was why the low and empty reservoir alarms had occurred sooner than expected. The hcp did not have the more recent session data report showing the new low reservoir alarm date following the last dose increase. The pump was used to deliver baclofen. Additional information has been requested, but had not been received as of the date of this report

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).